Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the power supply unit accidentally failed because the reported phenomenon could be duplicated and there was no abnormality in the appearance.

Manufacturer narrative:
The subject device was returned to omsc. Omsc checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, soon after the power button was pressed and the subject device was turned on, the power turned off. The procedure was completed with another device. It was reported that this phenomenon occurred even if electric power was supplied from wall socket and only when the scope was connected. There was no report of patient injury associated with the event.